Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained- per the instructions for use, caution - federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) and superficial femoral angioplasty (sfa) interventional procedure. Reportedly, there was no pulsatile blood flow coming from the marker lumen when the device was inserted into the artery. An attempt was made to flush the marker lumen after removal and was unable to flush. A new perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. Reportedly, the physician is not in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty appears to be related to user technique/ absence of training. The treatment appears to be related to circumstances of the procedure. It should be noted that the proglide instructions for use (IFU), states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.